Event description:
Additional information was recently received that this device was explanted for unknown reasons and returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device was found to be in storage mode after the patient was lost to follow up. The device was implanted for slightly more than 4 years prior to this declaration, which does not meet estimated longevity per labeling at this time. A replacement will be scheduled for the device, and analysis will be performed upon return. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
With current information, the device remains in service. No further information is available. This report will be updated if more information becomes available.